Event description:
It was reported the customer received a blank display. Customer stated they had dropped their insulin pump, damaging the battery cap and causing the blank display. Troubleshooting found the customer's battery cap only had the plastic portion remaining. The customer also stated they were unable to remove their battery cap. Customer's blood glucose was 130 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint of the power connector on the interface board. The insulin pump had a broken battery cap, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at the display window corner and minor scratches on the display window.